Event description:
Customer states last year the chair drove off of a lift, about 2 feet off of the ground and the aid was trying to stop the chair and got bruised on her arms and torso. Customer states the chair did not flip or fall over, but nose-dived and stayed upright.